Manufacturer narrative:
Pending investigation. D10: (B)(6) - 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) - 300-20-02 - equinox square torque define screw drive kit (B)(6) - 300-30-08 - equinoxe preserve stem 8mm (B)(6) - 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6) - 314-13-02 - equinoxe cage glenoid small, alpha (B)(6) - 531-78-20 - shouldr gps hex pins kit (B)(6) - a10012 - gps implant kit v2.

Event description:
As reported, the 62 year old female patient had an initial right tsa on (B)(6) 2020. The patient complained of pain and was revised on (B)(6) 2024. Everything was loose. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.